Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+), creatinine (crea), and calcium (ca) results were obtained from a non-vitros quality control fluid and a patient sample when processed using vitros microslides a vitros 5600 integrated system. The most likely assignable cause for the higher than expected results for the three vitros microslide assays was related to sub-optimal calibration parameters. The assignable cause of the suboptimal calibrations was unknown. The laboratory obtained acceptable quality control performance following recalibration of the affected assays (na+, crea, ca) and an e-connectivity review of the data has confirmed that acceptable assay performance has been maintained. Since the post-calibration results are within expectations, a reagent issue was not likely to be a contributing factor. Within run precision tests and quality control data show the vitros instrument was not meeting expectations. However, the magnitude of the biases due to the instrument issue do not correlate with the biases observed. Therefore, while an instrument issue is not a likely contributing factor to the event, it cannot be entirely ruled out.

Event description:
The customer reported that higher than expected vitros sodium (na+), creatinine (crea), and calcium (ca) results were obtained from a non-vitros quality control fluid and a patient sample when processed using vitros microslides a vitros 5600 integrated system. Non-vitros biorad quality control fluid (lot 45781) na+ result of 250 mmol/l versus an expected result of 112.7 mmol/l. Crea patient result of 2.2 mg/dl versus an expected result of 1.49 mg/dl non-vitros biorad quality control fluid (lot 45781) ca results of 10.59 and 10.62 mg/dl versus an expected result of 6.21 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected crea patient result was reported outside the laboratory. It is not known if treatment was altered, initiated or stopped based upon the reported results. Ortho is not aware of any allegation of patient harm as a result of the event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).